Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse routinely checked the foley catheter balloon before placing the catheter in the patient and found that the liquid injected into the balloon could not be drawn out. It was considered as product quality problem and was replaced with a new product

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. Potential root cause for this failure mode could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the nurse routinely checked the foley catheter balloon before placing the catheter in the patient and found that the liquid injected into the balloon could not be drawn out. It was considered as product quality problem and was replaced with a new product.